Event description:
Reference number (B)(4). Event occurred in france. On (B)(6) 2024, it was reported by the patient that infusion set cannula was detached after one day of use. No further information was available.